Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. A transmission showed the patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD). No changes were made to the patient's device.